Event description:
During a maxillofacial repair the bur guard became warm and then hot. The handpiece did not get hot. 'The bur guard bearings became worn, could not rule out operator error.' Mouth gag was being used. Minor burn to inside of cheek 1/2 x 1 1/2 cm and to center bottom lip <1 cm.